Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient fell at home on (B)(6) 2019 and presented in the emergency room with chest pain. It was observed that the left ventricular lead had moved a bit. The patient stayed in the hospital overnight and was sent home. The patient returned to the hospital on (B)(6) 2019 with phrenic nerve stimulation that could not be programmed around. The left ventricular lead was turned off that day. On (B)(6) 2019, the lead was explanted and replaced without complications. The patient was stable.